Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the unspecified bd¿ pen needles are not working. The following was received by the initial reporter: however I have been encountering a lot of them that don't work.

Event description:
It was reported the unspecified bd¿ pen needles are not working. The following was received by the initial reporter: however I have been encountering a lot of them that don't work.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01409 was sent in error. Cannula crimped or bent is not considered to be a reportable malfunction. MFR#: 2243072-2023-01409 is void as a result.